Event description:
The customer reported that while performing a cardioversion with both pads and leads attached, they could not get the pads ECG waveform to appear in wave sector 1 of the device. There was no impact to the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.